Event description:
Same case as MDR ID: 2134265-2014-07041. It was reported that a vessel dissection and stent damage occurred. The target vessel was the right coronary artery (rca) with diffused disease. The ostium to proximal rca had severe stenosis with moderate calcification. The distal rca close to the am branch also had severe stenosis. A 0.014¿ non-bsc guidewire and jr 4.0 guide catheter were advanced. The vessel was pre-dilated with a 2.5mm balloon catheter. The ostium to proximal rca was stented with a 3.5x23mm promus element drug-eluting stent. Evaluation post stenting revealed a dissection at the distal edges of the stent. The ostium part was flared with the stent balloon to 16 atm. A 3.5x32mm promus element stent was then chosen but this stent had difficulty passing through the mid segment of the previously deployed 3.5x23mm stent. The struts of the stents became caught resulting in strut damage. The proximal section of the 3.5x23mm stent was then post-dilated to ensure good apposition and that there were no protruding struts. A 3.5x16mm promus element was then deployed to cover the dissected distal edges of the 3.5x23mm stent. Evaluation post stenting revealed good result. There were no further patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).